Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7123289; product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 565569.

Event description:
It was reported that the patients leads had moved slightly lateral which was confirmed through fluoroscopy. It was also reported that the patient was experiencing inadequate pain relief and unwanted stimulation in the abdomen. It was also stated that the patients ipg was difficult to be charged and would get warm during the charging session. The patient underwent a revision procedure however during the procedure, the patients leads were difficult to position. The patient was doing well postoperatively.

Event description:
It was reported that the patients leads had moved slightly lateral which was confirmed through fluoroscopy. It was also reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure however the leads were difficult to position. The patient was doing well postoperatively. Additional information was received that the explanted products will not be returned as no device malfunction was suspected.